Event description:
The kimberly clark n95 masks lot numbers ref 46827 and ref 46727 the straps are dry rotting, so they ether snap the straps or they stretch out and do not create a proper seal. FDA safety report ID# (B)(4).